Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was removed due to the patient receiving a heart transplant. The lv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.